Manufacturer narrative:
Method: followed up with company representative.

Event description:
It was reported that a patient underwent a kyphoplasty procedure. The balloon was inserted and markers indicated that the balloon was pushed past the anterior border of the vertebral body. The balloon was not inflated and as the surgeon pulled back on the balloon catheter to remove it, he felt tension. Once removed, the surgeon saw that the balloon had sheared from the catheter and was left in the patient. This was confirmed on x-ray images. The surgeon continued the procedure from the other side and completed the procedure. The physician believes the balloon fragment is in the psaos muscle, anterolateral to the vertebrae. No additional information was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation summary attached.